Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2010 involving and adult male (exact age, weight and ID are unknown). According to the complaint, during the procedure, they placed the balloon within the patient's duodenum and the balloon ruptured when they attempted to inflate it. The balloon was not inflated to capacity. They removed the balloon from within the patient, and no pieces were left behind. They used a second extractor balloon to complete the procedure without complications. The patient's condition has been reported to be "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010 involving and adult male (exact age, weight and ID are unknown). According to the complaint, during the procedure they placed the balloon within the patient's duodenum and the balloon ruptured when they attempted to inflate it. The balloon was not inflated to capacity. They removed the balloon from within the patient, and no pieces were left behind. Investigation results have revealed that the balloon did not rupture, but was unable to inflate due to an interlumen leak. They used a second extractor balloon to complete the procedure without complications. The patient's condition has been reported to be "fine."

Manufacturer narrative:
The patient is over the age of 18. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device revealed no defects. However, when the balloon was attempted to be inflated, it would not inflate. The balloon was inflated in a beaker of water and air bubbles were visible exiting from the distal tip. The skive hole was examined and a break of the inject lumen was noted. No other defects were noted. The complaint description of balloon burst was not confirmed. The small hole in the inject lumen was caused by incorrect orientation of the catheter during skiving. The complaint root cause is manufacturing. Preventative actions were put in place on (B)(6) 2009 to correct this issue, however the complaint unit was manufactured prior to the implementation of corrective and preventative actions. (B)(4)